Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, multiple strands of the product, all had too loose of an attachment. When they pulled on the needle, the thread popped off. They did not use this product and an additional new suture was used without issue.